Event description:
It was reported that all fixed water did not return during the pretest of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Five photos were received for evaluation. The first one showcases an overview of the three-way silicone catheter with sample port and full syringe. The second photo zooms into the catheter balloon and tip. The third and four photos shows the catheter lot and tray label. The last photo is a printed document in native language. It was also received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. The catheter balloon was inflated with the returned syringe and balloon concentricity was observed to be 70:30. The returned syringe was connected, and all the 10 ml were returned in 51 seconds with no leaks or cuffing. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all fixed water did not return during the pretest of foley catheter.